Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for follow-up. Device interrogation revealed that the left ventricular lead exhibited high capture thresholds. Upon reprogramming the device to different vectors, the patient experienced phrenic nerve stimulation. The lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient's condition was stable post procedure.